Manufacturer narrative:
The device was received with the needle mechanism not deployed. The download data indicate that the first priming sequence ended prematurely, resulting in completion of the second priming sequence without the needle deploying. Based on the investigation it could not be proven if the ratchet gear was initially misaligned. The exact cause of the reported even could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy. The patient's blood glucose levels were unaffected and the pod was worn for approximately one minute.